Manufacturer narrative:
Subsequently, the device was returned for post market evalution. Another follow-up report will be submitted at the conclusion of this analysis process.

Event description:
Boston scientific received information that during the attempted implant of this device, low shock impedance values were continually observed. As a result, the associated boston scientific right ventricular lead was explanted and another rv lead successfully implanted; however, shock impedance values continued to be under 20 ohms. The physician elected to remove the newly implanted device and replace with another bsc device of the same model type. It was at this point, favorable lead measurements were obtained. While no adverse patient effects were reported, both the attempted implant device and the explanted rv lead will be returned for post market evaluations.

Manufacturer narrative:
Following product return, a final report will be submitted.

Manufacturer narrative:
During (B)(4) evaluation of the returned product, technicians confirmed a complete lead with setscrew marks confirmed on all terminal pins. Lead insulation on the rate/sense coil wrinkled between 21-24.5 cm from the is-1 pin. Extensive testing was performed to assess the lead's electrical and insulation integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry and the lead insulation. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there was no intermittency in the electrical conductivity. Laboratory analysis was unable to confirm the reported clinical allegation.